Event description:
Report received of inadvertent programming of pt to receive intermittent bolusing every 6 minutes instead of every 6 hours. Follow up with hcp revealed pt went home post refill - did not fell well. Pt "passed out" and 911 was called. Pt was taken to the ER, had a cardiac arrest, was resuscitated and was on a ventilator for about one day. Pt spent 3 days in ICU before being discharged home. Pt is doing ok now but emotionally shock up hcp stated error occurred when she changed the amount of the intermittent bolus for the pt. Hcp was using an 8840 programmer and it requires reentry of the timing frequency of boluses when dose is changed. The wrong time frequency was entered resulting in a large overdose.